Event description:
On (B)(6) 2017 (B)(4) received a report from a plaintiff's attorney. The report alleges that a patient experienced toxic shock syndrome (tss) after she used playtex tampons. Patient fell into a coma and had to have toes removed and skin grafts due to the tss damage. Report did not identify sport or gentle glide tampons. We are referencing playtex tampons until further clarification is received. No additional information is available at this time.